Event description:
12/30/91 - white female, age 38, had abdominal hysterectomy. Surgeon placed jp drain during procedure.12/31/91 - surgeon at patient's bedside and was removing jp drain with gentle pull. Tubing broke or separated at point where round tubing joins flat drain.1/1/92 - patient returned to surgery for removal of remaining portion of drain. No complications and patient was discharged uneventfully 1/4/92.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: telemetry failure. Conclusion: device failure directly caused event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.